Event description:
It was reported that the user experienced a dexcom g7 pairing failure, after which an agent assisted with connecting a new dexcom g6 transmitter to the phone while the transmitter and sensor were pairing to the ilet system. Symptoms included hyperglycemia without loss of consciousness or other acute clinical effects. Outcomes included prolonged high blood glucose outside of target for approximately nine hours, self-managed with subcutaneous insulin using 14 units of novolog, with no ketone testing and no professional medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that the issue was attributed to a cgm pairing failure that affected glucose monitoring. It was concluded that the event led to hyperglycemia due to loss of cgm connectivity and that the condition improved after corrective actions were taken. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.